Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the needles of the returned device were successfully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and returned device analysis a conclusive cause could not be determined for the reported failure to deploy the needles. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three prostar xl devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that both right and left common femoral arteriotomy closure was attempted with prostar xl devices, using the preclose technique prior to an abdominal stent graft procedure. On the right side, the prostar xl suture needles could not be pushed out. The device was removed and another prostar xl was used and the same issue occurred. The access site was closed with the third prostar xl. The exact same issue occurred on the left side. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.